Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Unit passed displacement test and a21 error test. No unexpected a21 alarm noted during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked battery tube threads, broken belt clip slot, stained keypad overlay, stained address/serial number label, stained end cap sticker. Pump passed all required test. No unexpected a21 alarm or a21 alarm after a battery change anomaly noted (not confirmed). Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a a21 alarm. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was performed. Customer was able to clear the alarm and not received request for rewind the pump. No harm requiring medical intervention was reported. The product return is required for mmt-754wws.

Manufacturer narrative:
Unit passed displacement test and a21 error test. No unexpected a21 alarm noted during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked battery tube threads, broken belt clip slot, stained keypad overlay, stained address/serial number label, stained end cap sticker. Pump passed all required test. No unexpected a21 alarm or a21 alarm after a battery change anomaly noted (not confirmed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.